Event description:
It was reported that the customer's insulin pump alarmed motor error during the manual prime process. Troubleshooting was performed. It was stated that the device was not exposed to an MRI. Reviewed the alarm history and found several motor alarms. Performed a displacement test and the test failed. Ran a self test and passed. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading was 400mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime insulin pump during prime test due to faulty force sensor. Insulin pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. Motor passed motor test.